Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was observed during bd on site visit in central services some iui connectors appeared dull or had contamination on the iui pins. There was no patient involvement.